Manufacturer narrative:
Qc prior to the event was at the low end of the customer's range. The customer discontinued reporting na results and sent samples to their sister laboratory. After troubleshooting and recalibration, qc recovered 3 to 4 mmol/l higher than previously which was back up to the lab's assigned mean. The customer cleaned the sample probe and recalibrated with fresh calibrators which resolved the issue. A field service engineer (fse) performed ise checks and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron clinical system generated false low sodium (na) results. No results were reported out of the laboratory. The samples were sent to the sister laboratory for analysis on another instrument and those results were reported. The patient results provided by the customer are shown. There was no affect to patient treatment with regard to this event.